Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinical, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and the flow manifold assembly was found to have foreign substance inside and was determined to be the cause of the reported problem. The flow manifold assembly was replaced to remedy the reported problem. Analysis of reports of this type has not identified an increase in trend.